Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 4.6, lab: 1.1. Doctor (not on anticoagulant therapy) tested himself on meter, then tested on lab within 30 mins.